Event description:
The company received a report where it was claimed that a leak was observed around the tracheal hole during pt use. The caller reported that this resulted in desaturation to the pt. The caller reported that extubation and recannulation of a replacement tube was performed. This report is associated to the second occurrence report on (B)(4)/MFR# 293699-2012-00130.

Manufacturer narrative:
The sample associated to this report is not expected to be returned for analysis. The customer did provide a lot#. Mfg will perform a lot history review of the reported lot as part of the investigation. If significant info is identified from the lot review then a summary of the findings will be provided in a supplemental report.